Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced undersensing on current electrogram (egm) and loss of capture. Lead remains in use. Patient experienced palpitations. No further patient complications have been reported as a result of this event.